Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation breached (clavicle-rib crush). Partial lead in segments returned and analyzed.

Event description:
It was reported that the 5076 lead was removed due to dislodgement. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.